Event description:
Customer stated they have replaced the batteries 10 times since they have received the chair on 5/7/2010, customer does not believe it is the battery, she would like help on this matter.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model p9000xdt1816, serial number/date code (B)(4) is approximately 2 yrs. 4 months old. The owner's manual part number 1118386 rev. D (apr-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.